Event description:
Reporter indicated a handheld had been functioning slowly since a software upgrade two weeks prior. The handheld computer has been returned to MFR and is pending product analysis. A new handheld computer has been sent to site.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.